Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro remained activated after being released. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Manufacturer narrative:
A visual evaluation was conducted. Evidence of clinical use was observed with small amounts of blood and charred tissue on the jaws. An electrical evaluation was conducted. A pre-cautery test as was performed per the IFU with a reference cable and power supply. The device failed the pre-cautery test; it self-activated. The cable connection to the pigtail was manipulated while the device was connected to the power supply. This caused the device to activate periodically indicating a loose or broken connection at the pigtail. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. The solder points were examined for breaks and defects. No defects were observed to the solder connections or the wiring. Based on the results of the evaluation, the reported complaint for "device remained activated" was confirmed. This failure mode is currently being investigated in the CAPA system. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.